Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, it was mentioned that physician had difficulties while advancing sheath with dilator and was not able to cross the septum. The issue persisted even after the septum was dilated using dilator. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was further mentioned that no damage was noted on the sheath or the dilator. The device is not expected to be return as retain by the hospital.